Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator showed an error indicating that "device was not detected on the communication bus". The customer stated that the ethernet cable was not working, and the issue has been resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator showed an error indicating that "device was not detected on the communication bus". The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.